Event description:
In 2008 - the technician said this bed is leaning to the left. He said nobody was hurt. At about 6 days later, tech reported the head section is bent. Found the head section is out of the slides. Replaced slides and put head section back in slides to fix bed.